Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for evaluation. Data logs show a spike in motor current with placement signal shifting, followed by low pump flow during the start of the case. According to clinical records, the pump was replaced after observing the motor current spike and decrease in pump flow. The cause of the low pump flow issue was most likely biomaterial, based on data log review.

Event description:
The user facility reported an impella rp flex on a 65yo male patient for mechanical circulatory support. It was reported that while on support there was a spike in motor current and device flows dropped from 3.4 l/min on p7 to 2l/min on p7 with patient hemodynamics dropping. Physicians elected to replace pump. No additional information was provided.

Manufacturer narrative:
The impella rp has not been returned for evaluation. A follow-up report will be submitted upon completion of the investigation.